Event description:
Note: this report is one of three complaints that pertain to the same event (MFR report # 3005099803-2010-04447, MFR. Report # 3005099803-2010-04448 and MFR. Report # 3005099803-2010-04449). It was reported to boston scientific corporation that three ultratome sphincterotomes were used during a stone extraction procedure. According to the complainant, the physician cannulated the papilla with a catheter and placed a jagwire into the left hepatic duct. He then obtained an ultratome and advanced it halfway into the papilla (up to the green marker). The assistant bowed the tome half way and the physician made a little cut to the papilla. The physician wanted to make a bigger cut but the tome would not bow fully, so it was not possible. The first ultratome device was removed, a second ultratome sphincterotome was obtained and the same problem occurred. The second ultratome sphincterotome device was removed, a third ultratome sphincterotome was obtained and the same problem occurred. The third ultratome sphincterotome was removed, a fourth ultratome sphincterotome was obtained and used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on preliminary investigation results; melted extrusion.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 7 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device cut wire would not bow, however, this was attributed to melted/split extrusion. During manufacturing, tome devices are 100% inspected, the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and revealed no related issues to the reported complaint.

Event description:
Note: this report is one of three complaints that pertain to the same event (MFR report # 3005099803-2010-04447, MFR. Report # 3005099803-2010-04448 and MFR. Report # 3005099803-2010-04449). It was reported to boston scientific corporation that three ultratome sphincterotomes were used during a stone extraction procedure. According to the complainant, the physician cannulated the papilla with a catheter and placed a jagwire into the left hepatic duct. He then obtained an ultratome and advanced it halfway into the papilla (up to the green marker). The assistant bowed the tome half way and the physician made a little cut to the papilla. The physician wanted to make a bigger cut but the tome would not bow fully, so it was not possible. The first ultratome device was removed, a second ultratome sphincterotome was obtained and the same problem occurred. The second ultratome sphincterotome device was removed, a third ultratome sphincterotome was obtained and the same problem occurred. The third ultratome sphincterotome was removed, a fourth ultratome sphincterotome was obtained and used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on preliminary investigation results; melted extrusion.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.